Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. Additional information indicated that this lead was explanted due to patient was going to get radiation therapy on the right side. A new system was implanted on the left side. No additional adverse patient effects were reported.